Manufacturer narrative:
(B)(4). Batch # p56r5d. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Reload: ecr60b - lot # p4re13 (expiration date 03/31/2022; certification date 04/18/2017). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a liver resection, staples malformed. During the thoracoscopic resection of liver, after fired, found half of staples malformed with irregular shape, suture was used to complete the surgery. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4). Batch # p56r5d. Device evaluation: the analysis found that one ec60a device was returned with the clamping mechanism damaged and with an ecr60b cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.